Event description:
Related manufacturer report number: 3006705815-2023-05472. It was reported that both of the patient's leads migrated. This was confirmed by x-ray imaging. As a result the patient lost effective therapy. Surgical intervention was undertaken wherein the leads were repositioned on (B)(6) 2023. Effective therapy was establshed postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.